Manufacturer narrative:
(B)(6). The device was manufactured between 17-jul-2017 and 18-jul-2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photos show a white crystal like substance around the top area of the device where the tubing connects to the stressmember. It appears to be crystallized drug; however, it is unknown whether this is residue from the compounding process or if the device leaked. The reported leak could not be verified via the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. Prior to use, ¿a white crystal like substance¿ was observed around the top of the infusor where in the infusion line connects. The device was filled with 5400mg fluorouracil diluted in an unspecified amount of 0.9% sodium chloride. There was no patient involvement. No additional information is available.